Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -11.50/+1.00/122 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens had tore during injection into the eye; the lens was stuck in the cartridge or injection system. There was patient contact but no patient injury. Intraoperatively the lens was removed and an incision enlargement was also performed. The cause of the event was reported as user error.